Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -12.5/+1.5/65 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Excessive vault, lens rotation, and refractive change over time was noticed. A surgery for a lens exchange is planned.

Manufacturer narrative:
Corrected data: it is corrected from "adverse event" to "product problem" in the initial MDR. "Excessive vault" is corrected to "low vault" in the initial MDR. Type of reportable event: it is corrected from "serious injury" to "malfunction" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 and a new longer length lens was implanted later on (B)(6) 2018. The problem was resolved. Explant date: (B)(6) 2018. Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).